Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, inner lumen that was clotted off and unable to aspirate or flush in standby. The pump had an unable to update timing message present. The esp personel had .reviewed options for the ap with the physician who did not identify herself on the call. Anna and the physician expressed their appreciation of the information shared today. No harm or injury reported.